Event description:
The patient was undergoing coronary bypass x4, mitral valve repair, and endoscopic vein harvesting. The patient had been cannulated for pulmonary bypass and it was started. Using a dissecting knife, the posterior descending coronary artery, second obtuse marginal, second diagonal, and left anterior descending artery were dissected free from surrounding tissue and the site was selected for anastomosis. The inter atrial groove of sondergaard was opened transversely. At this point, it was noted that the retrograde sinus cannula had perforated the coronary sinus. The cannula was withdrawn back into the coronary sinus and the opened coronary sinus repaired with a running simple suture. Procedures were completed and patient transferred to cardiac surgery intensive care unit in stable and satisfactory condition.